Event description:
Consumer stated that 3 of the 4 careone toothbrushes fell apart in our mouths. "My husband was on a business trip and took a new brush with him. He had just started using his when it fell apart in his mouth (the bristles came off). He let me know it happened. I had been using mine for several days and didn't think anything of it until it happened to me. I was just brushing and the bristles started coming off." Consumer threw out the brushes, unable to retrieve for review.